Event description:
The customer reported that the ventilator alarmed and restarted while in use on a patient. The customer reported the hospital was performing a generator check when the reported problem occurred. The customer reported there was no patient harm. The MFR's service technician was able to duplicate the customer reported problem. The service technician confirmed when the ac power to the ventilator was unplugged, the ventilator did not transition over to backup power. The service technician replaced the external battery to correct the problem. Final testing, including extended self testing (est), was completed and all tests passed per operating specs.

Manufacturer narrative:
Na